Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii results for one patient tested on two cobas 8000 e 801 modules. The patient's elecsys ft4 result was reported outside the laboratory. The patient's physician requested repeat testing with the patient's sample. The customer performed repeat testing with the patient's sample on an accuraseed wako analyzer. The sample was sent for an investigation and tested on an e 801 module and an abbott architect. The customer's e 801 module had a serial number of (B)(4). The ft4 reagent lot number and expiration date were requested but not provided. The investigation's e 801 module had a serial number of (B)(4). The ft4 reagent lot number was 572941 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The observed differences in ft4 values generated with the roche assay, abbott assay, and the accuraseed assay were consistent with differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem.